Event description:
Customer states fluid leaking from blue back flow valve. Had to replace pt's chemo bag. Lot unk.

Manufacturer narrative:
Product was not returned for investigation and a lot number was not provided. The complaint could not be confirmed.